Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 1ml ls tuberculin there was a damaged/deformed product - device is operable. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: "we received 600 to 700 syringes (302100) but the barrel was bowed in most of them. We have to aspirate a small amount of 0.3 ml and it is hard to measure the amount with such bowed syringes."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported when using the syringe 1ml ls tuberculin there was a damaged/deformed product - device is operable. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: "we received 600 to 700 syringes (302100) but the barrel was bowed in most of them. We have to aspirate a small amount of 0.3 ml and it is hard to measure the amount with such bowed syringes."